Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6), has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.6 investigation summary: no product information or sample available. Based on the limited information, bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd¿ bd insyte autoguard experienced leakage. The following information was provided by the initial reporter: the following was obtained during clinical assessment. Bd rep observed that there is redness or swelling at or around piv site and fluid leaking from around piv site.